Event description:
Prevents the patient from functioning [activities of daily living impaired]. Prevents the patient from walking [difficulty in walking]. Severe swelling for 3-4 days [knee swelling]. Case narrative: initial information from canada received on 22-jun-2021 regarding an unsolicited valid serious case received from a pharmacist. This case involves an unknown age male patient who experienced severe swelling for 3-4 days that prevented the patient from functioning and prevented the patient from walking with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate (strength: 48 mg/6 ml) injection, liquid (solution) at a dose of 6 ml once (lot and indication: unknown) in the knee. On an unknown date after unknown latency, patient had severe swelling for 3-4 days (joint swelling; seriousness: intervention required), it prevented the patient from walking (gait disturbance; seriousness: intervention required), and from functioning (loss of personal independence in daily activities; seriousness: disability and intervention required). The doctor injected the patient with cortisone after the adverse effect. Action taken: not applicable for all events. The patient was treated with cortisone for all events. At time of reporting, the outcome was unknown for all events. A product technical complaint (ptc) was initiated on 22-jun-2021 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformances report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor if a CAPA is required. Investigation complete date: 13-jul-2021. Additional information was received on 13-jul-2021 from other healthcare professional. Global ptc number and its results were added. Clinical course updated. Text amended accordingly.

Event description:
Prevents the patient from functioning [activities of daily living impaired], prevents the patient from walking [difficulty in walking], severe swelling for 3-4 days [knee swelling]. Case narrative: initial information from (B)(6) received on 22-jun-2021 regarding an unsolicited valid serious case received from a pharmacist. This case involves an unknown age male patient who experienced severe swelling for 3-4 days that prevented the patient from functioning and prevented the patient from walking with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml once (lot and indication: unknown) in the knee. On an unknown date after unknown latency, patient had severe swelling for 3-4 days (joint swelling; seriousness: intervention required), it prevented the patient from walking (gait disturbance; seriousness: intervention required), and from functioning (loss of personal independence in daily activities; seriousness: disability and intervention required). The doctor injected the patient with cortisone after the adverse effect. Action taken: not applicable for all events. The patient was treated with cortisone for all events. At time of reporting, the outcome was unknown for all events. A product technical complaint was initiated and the results for the same were pending.